Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report numbers: 2916596-2022-15043 and 2916596-2022-15042. It was reported that during a service visit, the patient's system controller was found to have a damaged display. It appeared something had spilled from the inside and the light behind the pump running symbol no longer lit up. The system controller was exchanged and upon further inspection of the damaged controller, a green oily fluid was observed on the driveline cable socket. The exchange of the controller was done prior to this observation, which required another system controller exchange since the socket was wet at the time it was connected to the driveline. The modular cable was also exchanged.

Manufacturer narrative:
Section d4: correction. The lot number and expiration date are unknown. Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed. The modular cable was returned for analysis and upon initial observation, the modular cable had green fluid ingress on and in the controller end connector. The controller end connector was cleaned before testing. The modular cable was functionally tested and passed which includes testing with the returned and associated system controllers. There were no issues identified with the returned modular cable which affected pump operation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.